Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer confirmed that two subsequent surgeries were performed and no further issues were observed by the surgeon. Fse was unable to reproduce the reported problem. Fse reviewed the error logs and there were no related errors recorded. Fse tested the system with the training instruments and no problem was found. Fse performed verification for both the master tool manipulators (mtms) and it passed. Fse cross-verified by placing the training instruments and endoscope and checked every angular movement and no drift was observed. No trouble was found on the system.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the universal surgical manipulator (usm) 3 auto-rotated when patient side cart was docked and when the surgeon head was inside the surgeon side console (ssc). The technical support engineer (tse) reviewed the error logs and no error was found related to the complaint. No further issue was reported. The procedure was completed with no reported injury.